Manufacturer narrative:
The evaluation found the device has no image output; bad composite, rgb and y/c signals which was due to a faulty dp board. Additionally, a software upgrade and power switch upgrade are recommended. A review of the device's repair history was reviewed. The asset was last serviced via repair on (B)(6) 2018; inspection only/no problems found. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The asset visera elite video system center was found to have no output/image during a standard service asset inspection. There was no reported allegation of a malfunction associated with the device and there was no patient involvement reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Since nine years or more have passed since the device was manufactured, it is likely the board deteriorated over time and failed due to repeated use for a long period attributing to no image condition. Olympus will continue to monitor complaints for this device.